Manufacturer narrative:
The report of suspected thrombus was confirmed based upon the evaluation of the left ventricular assist system (lvas) and may have contributed to the reported elevated lactate dehydrogenase (ldh). Upon disassembly, a deposition was discovered surrounding the outlet bearing ball and was in between the stator blades. The formation was denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although the origin and a duration of time for which the deposition was present in the pump could not be determined, the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor indicate that the deposition was present in the outlet stator while the device was in operation. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the emergency room on (B)(6) 2017 due to elevated lactate dehydrogenase (ldh) and hematuria. The patient¿s system controller produced a hazard alarm. The manufacturer¿s technical services representative reported that the log file analysis did not reveal trajectories consistent with device thrombosis. Additional information received reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombosis. No additional information was provided.